Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Field service engineer (fse) inspected the system onsite and found system have noise during start up and gave collimation error messages. Upon troubleshooting fse found damage in the main 24v power supply, fuse was blown, and the system is inoperable. The cause of the pdu fan tray failure could be determined by the supplier's part analysis and failed component was psu04 defective and it happened abnormal use caused by customer. To resolve the issue, fse replaced pdu elements fan and dc tray. After replacing pdu fan and dc tray, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system made a noise during start up and gave exposure and collimation error messages. There was no reported patient or user harm. Philips has started an investigation of this complaint.